Event description:
The customer reported that his precision xtra meter had spontaneously changed the date and time. She also reports using precision link software. There was no report of death, serious injury or mistreatment associated with this death.

Manufacturer narrative:
There is a known malfunction with the precision link software that can lead to incorrect trending of results. This occurs when results obtained on a meter with incorrect date and time are uploaded to a computer with precision link software. Customers and retailers have been informed.